Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead, when the lead was positioned and post testing the lead would dislodge. The lead was revised multiple times and the physician decided to remove and replace. No patient complications have been reported as a result of this event.